Event description:
It was reported that the patient was having their spinal cord stimulator explanted on the day following the report. It was noted that the entire stimulator system was going to be removed. It was further reported that the patient had a ¿huge infection in body.¿ it was also noted that the patient came to the emergency room and was in the hospital. It was later reported that the system was explanted on (B)(6) 2013. It was noted that the patient came to the emergency room on (B)(6) 2013. It was further reported that the patient had fever, redness, swelling, and pain. It was noted that the primary location of the infection was the device pocket. A culture was reportedly obtained from the device pocket and lumbar region. It was noted that there was ¿no growth.¿ the patient was reportedly given both intravenous and oral antibiotics. It was further noted that the patient outcome was ongoing. Additional information has been requested but was not available as of the date of this report. Please refer to manufactures report # 3004209178-2013-11397 for additional information on a related event.

Manufacturer narrative:
Concomitant products: product ID 3708340, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2013, product type extension; product ID 3986a, lot# n200158, implanted: (B)(6) 2009, explanted: (B)(6) 2013, product type lead; product ID 3708340, serial# (B)(4), implanted: (B)(6) 2009, product type extension; product ID 3708160, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2013, product type extension; product ID 3986a, lot# n200158, implanted: (B)(6) 2009, explanted: (B)(6) 2013, product type lead; product ID 37743, serial# (B)(4), product type programmer, patient; product ID 3708160, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2013, product type extension; product ID 37752, serial# (B)(4), product type recharger; product ID 37712, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2013, product type implantable neurostimulator. (B)(4).